Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6). (B)(6). Batch record review results: lot 0l00102 was manufactured on 11/10/2020 in the ffs #1 manufacturing line, with a total of (B)(4) mkus. On 20/aug/2021, a batch record review was performed to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom. No issues related to the defect were found in the documentation. On 20/aug/2021, a complaint search for lot 0l00102 and malfunction code ost-pmc1.12 / ost-pmc01.12 skin barrier migrates and obstructs stoma was carried out and as a result, no additional complaints were found; therefore, no potential trend is observed and this case is considered an isolated incident. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 1 of 2. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user's wife reported that the moldable center of 2 out of 10 wafers swelled to the point of covering the stoma and adhered to it. When end user's wife tried to remove the wafer, it caused bleeding on the surface of the stoma. Bleeding was minimal and stopped shortly. Any cuts to the surface of stoma were not visualized. The end user continued to use the product. Reportedly, he had used these wafers for past several years with normal wear time of 4 days. No photo available at this time.